Manufacturer narrative:
On august 5, 2019 an error was identified in manufacturer report number, section g4 (date received by manufacturer). The incorrect date of june 08, 2019 was put in section g4 and the correct date should have been july 08, 2019. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
28dec2019 additional information was provided regarding the patients b-hcg results. The customer stated they had generated an initial and retest result of 32.08 and less than 1.2 miu/ml, respectively. The sample was tested at shanghai r&d and generated results of 545.73, 515.86, and a new sample from (B)(6) 2019 was less than 1.2 miu/ml. An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, testing using retained samples, a review of product quality history, and a review of product labeling. Ticket searches determined normal complaint activity for the lot. The complaint trending report did not identify any trends. A test protocol was executed using retained samples / received samples of architect b-hcg, lot 94431iu00. All validity and acceptance criteria were met, demonstrating that the lot is performing acceptably. A review of the product quality history did not identify any issues associated with the customer observation. A systemic issue was not identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
Patient identifier: (B)(6). All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated b-hcg results for a nonpregnant female patient with irregular menses, when processing on the architect i2000sr. The initial result for sid (B)(6) was 32.08 miu/ml. The retest results were 187.99, 291.74, 514.3, and 285.2 miu/ml. A new blood draw was taken and generated a result of <1.2 miu/ml. Additional testing with a urine hcg test was negative. The customer uses a reference range of less than or equal to 5 miu/ml. No impact to patient management was reported.